Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,g3,g6,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable was immersed in water & connector was immersed in water & image sensor was immersed in water, electrical contacts were corroded, and cable was loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (cable was immersed in water & connector was immersed in water & image sensor was immersed in water, electrical contacts were corroded, and cable was loose) and no problem detected (a wobble in the camera head part). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a wobble in the camera head part of the subject device. The event occurred at service / maintenance. There were no reports of patient involvement.